Event description:
It was reported that the product leaked.

Manufacturer narrative:
The complaint of a leak was unconfirmed. The reported incident could not be reproduced. The safestep infusion set was flushed and pressurized with water, but no leaks were detected in the product. A chr of lot #d734525 showed no other similar product complaint(s) from this lot.